Event description:
The event involved an incident with our low lint towels. While putting a balloon into a patient over a wire for coronary intervention, a large piece of lint was observed on the wire that was in place. The lint was on the outside of the patient, on the wire. The balloon was removed from the wire and while having to wipe the wire an additional time to get the lint off the wire, the wire was pulled back across the lesion. This resulted in a longer procedure time and additional contrast dye to the patient.